Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-23462, 2017865-2020-23463. It was reported that the patient presented with a systemic infection four months after generator replacement procedure. Vegetation was noted on the leads. The pacemaker, right ventricular, and right atrial leads were explanted. The patient was in stable condition.